Manufacturer narrative:
Result: there was no visible damage to the pxslim. Conclusion: the complaint has been evaluated. The complaint indicated the pxslim tip was straight instead of the standard 135 degree position. Because the sterile pouch and product box were not returned, penumbra investigators were not able to confirm the proper tip shape of the pxslim. No damage to the pxslim was visible. A 0.025" mandrel was successfully advanced into the pxslim and out of the distal tip without issue, and the pxslim was, therefore, functional. The root cause of this complaint could not be determined. These devices are 100% visually inspected for damage during process evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system px slim delivery microcatheter. During the procedure, the physician opened the packaging of a slim microcatheter, but the tip shape was not correct. A new slim microcatheter was used and the procedure successfully continued.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.